Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and there was bowel leakage. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.